Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following the implantation of intraocular lens (iol), cannot tolerate the rings around the lights and most of the rings occur at night while driving, distance vision was not as clear and cannot read road signs very well. Additional information has been requested.